Event description:
The customer originally returned his olympus biopsy forceps as during an upper endoscopy case, the cups would not close. According to the initial reporter, the forceps and scope were both removed and the procedure was completed using another set of forceps with no patient harm reported. During the device evaluation, it was discovered that the biopsy forceps had experienced a reprocessing issue causing them to rust. This report is being submitted to capture the reprocessing issue.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed, the cups were unable to open or close. Additionally, as noted in b5, a reprocessing issue causing rust on the subject device was discovered. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 07-mar-2022. Updated fields: h4, h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed the rusted forceps which failed to open/close. A definitive root cause for this issue was not established. However, it is probable that the issue occurred because the device was insufficiently cleaned/reprocessed. It was thought that the cups were weakened by corrosion from foreign materials or cleaning solution residues. The weakened cups likely broke under a force that was applied during handling. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU), which state the following: ¿¿ before use, confirm that the distal tip of the forceps is not corroded, dented or discolored, and that the cups can be opened and closed smoothly. Using forceps that are damaged or not working properly may result in one or more of its components falling off inside the patient. If a component falls off the distal end, or if operation of the cups suddenly becomes more difficult, immediately stop the procedure. Carefully withdraw the forceps together with the endoscope to avoid causing injury within the body cavity. Retrieve any parts that have fallen off inside the patient using another grasping forceps. ¿ reprocess the instrument immediately after use by immersing it in a neutral, low-foaming, medical-grade detergent solution, then following the cleaning and sterilization procedures in this chapter. Failure to reprocess the instrument immediately after use, or using another type of detergent may cause corrosion at the instrument¿s distal end. This could cause components to fall off during use and may interfere with operation of the cups.¿ olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.